Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effects were related to patient morphology/pathology (disease progression). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of worsening mitral regurgitation (mr) and heart failure, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on additional information received indicating the increased mitral regurgitation is due to disease progression, unrelated to the clip, this event is not MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: on (B)(6) 2016, during the 6 month follow-up, congestive heart failure (chf) with accompanying chest pain and shortness of breath (sob), and severe mr was noted. Per echocardiogram, the mitraclip remained well seated and stable on the mitral valve leaflets. Per the study physician, the increased mr and chf with accompanying sob and chest pain were all unrelated to the implanted clip. The increase in mr is reportedly related to disease progression. No treatment was provided. The patient is in stable condition.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed for increased mitral regurgitation experienced approximately 7 months post-procedure. It was reported that on (B)(6) 2015, a mitraclip was implanted in a patient with functional mitral regurgitation (mr) reducing the mr to 2+. On (B)(6) 2016, during the 6 month follow-up, the patient had symptomatic congestive heart failure and severe mr was noted on transthoracic echocardiogram. There was no reported treatment and no reported hospitalization. The study physician did not provide a relationship of the increased mr and chf to the device. There was no additional information provided.